Event description:
New information received states the patient received three new rounds of inappropriate antitachycardia pacing therapy due to a morphology setting again incorrectly diagnosing a supraventricular tachycardia rhythm as ventricular tachycardia. New programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to a supraventricular tachycardia rhythm incorrectly diagnosed as ventricular tachycardia. Turning off the atrioventricular interval delta and adjusting the morphology were recommended. No changes have been made. The patient did not report any adverse issues.